Event description:
Revision surgery - the patient was short on the hip. Patient had a -4 and it should have been a +4; the surgeon decided to revise for proper anatomical function.

Manufacturer narrative:
Device - patient kept.

Manufacturer narrative:
The reason for this revision surgery was reported the patient was short on hip. The length of in vivo service was almost 3 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported that the patient took the device; it was not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 10 prior complaints reported against this part; summary of investigations: 4 dislocation, 1 pain, 1 infection, 1 trauma, 3 stability/poor joint. This is the first complaint against this lot number. This event is deemed as non product related. The root cause was reported as, "it was a -4 and it should have been a +4. The surgeon decided to revise for proper anatomical function." There are no indications of a product or process issue affecting implant safety or effectiveness.